Event description:
The customer reported that ECG alarms were spontaneously being turned off at the m1046a cms mainframe.

Manufacturer narrative:
The customer reported that ECG alarms were spontaneously being turned off at the m1046a cms mainframe. A field service engineer (fse) visited the customer site to troubleshoot the problem. The fse tested the device using an ECG simulator and found that the device was operating properly. The fse performed device testing during three separate visits to the customer site. No problems were noted. The reported issue could not be reproduced. The fse also reported that device testing was performed by the hospital's biomedical engineering staff, with no problems noted. During the fse's last visit to the site, he proactively replaced the keypad (at the display). Based on the available information and the results of device testing this is not being considered a device malfunction. No further investigation or action is warranted. (B) (4).